Event description:
It was reported the pt has not felt stimulation for a week despite increasing the amplitude of the stimulation. X-rays revealed a broken lead in addition to multiple invalid lead contacts. Subsequently, surgical intervention was undertaken to explant and replace the lead. Additionally, it was reported the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.